Manufacturer narrative:
The customer reported that the ay input unit had non-invasive blood pressure (nibp) discrepancies. Clinical staff have observed inconsistent nibp readings when taken back-to-back. The values fluctuated significantly. As a result, nibp was being taken manually. No patient harm has been reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the input unit: bsm, model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The customer reported that the ay input unit had non-invasive blood pressure (nibp) discrepancies. No patient harm or injury was reported.

Event description:
The customer reported that the ay input unit had non-invasive blood pressure (nibp) discrepancies. No patient harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the ay input unit had non-invasive blood pressure (nibp) discrepancies. Clinical staff have observed inconsistent nibp readings when taken back-to-back. The values fluctuated significantly. As a result, nibp was being taken manually. No patient harm has been reported. Investigation summary: review of the complaint device's serial number shows that the unit was over 15 years old. Due to the age of the device, wear-and-tear may be a likely contributing factor to potential hardware failure. The customer replied that they replaced the unit and the ticket can be closed. The unit was not replaced through nk service. The complaint device would not be returned to nk. Root cause could not be determined. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the input unit: bsm model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.